Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 by orthopedics, titled ¿lesser tuberosity osteotomy does not appear to compromise fixation or function compared with peel in short-stem anatomic shoulder arthroplasty¿. The study reviewed one-hunderd thirty-nine (139) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers vaultlock (arthrex) to address glenohumeral osteoarthritis. During the twelve (12) month follow-up period, one (1) patient experienced subscapularis tear requiring revision. Source: griffin, justin w., et al. "Lesser tuberosity osteotomy does not appear to compromise fixation or function compared with peel in short-stem anatomic shoulder arthroplasty." Orthopedics 45.3 (2022): 151-155.